Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports that recently, a tooth broke and is waiting for dentist office to schedule an appointment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.